Event description:
(B)(6) received in autologous hpc, apheresis cellular therapy product (ctp) on (B)(6) 2012 (unique ID (B)(4)). The lab processed the ctp, cryopreserved the cells, and stored the product in ln2 vapor phase storage until the time of transplant on (B)(6) 2012. On (B)(6) 2012, three of the six freeze bags of the pt's stored cells were removed from ln2 vapor phase storage for bedside infusion. Two of the bags were infused without incident. While thawing the third bag, bag (B)(4), physical observation of the freeze bag during the thaw revealed that the freeze bag was not intact. The bag was found to be cracked across the surface of the bag starting from the base of the freeze bag port and extending to the bottom of the freeze bag. All of the freeze bag contents leaked into but were contained in an add'l zip lock bag used during the thawing process to contain the product in the event of such a leak. After notifying the program medical director of the incident, it was determined that the cd34+ dose of 3.26 x 10^6/kg already infused was sufficient to meet dosage protocol for transplant. The cracked bag was not infused. Pt engrafted.